Event description:
It was reported that the patient's lead was replaced in (B)(6) since she had a "bad lead." It was noted that they also added a second lead to program on the right side "in case anything went wrong." If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger, product ID: 37743, serial# (B)(4), product type : programmer, patient. Product ID: 3777-45, serial# (B)(4), product type: lead. (B)(4).